Manufacturer narrative:
Other, other text: d3: manufacturer name is unknown. D4: UDI number and g5 are unknown h4: device manufacturing date and d4: device expiration date could not be determined h6: health impact and evaluation codes: updated h10: manufacturing device history record review was not performed because the component is not evaluated or tested in any way during the manufacturing process at ICU medical and manufacturing records are retained by the supplier at their manufacturing site and are not readily available for review. A product sample was received for evaluation and was forwarded to the supplier for analysis. Per provided picture in attachment, it has been confirmed claimed issue by customer. Supplier will be informed via official snn, with a question to investigate this issue. Visual testing, functional testing and root cause analysis are in progress. Should additional information be returned pertinent to the investigation a supplemental report will be filed. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that the strap is broken. No patient involved.